Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, identifying wear at a fold on both cylinder bodies; however, no leaks were found. Upon functional testing, the components performed within specification. Visual inspection of the pump did not identify any anomalies. Functional testing was performed, and the pump performed within specification. Based on the information available and analysis results, the reported clinical observations were not confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted; however, after 15 to 20 pumps the cylinders would not get more filled nor rigid enough. A surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted; however, after 15 to 20 pumps the cylinders would not get more filled nor rigid enough. A surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. There were no patient complications.